Event description:
Customer reported he has been having issues with no delivery issues. Customer stated he was trying to insert a new battery and the device won't accept it. Customer stated the device kept alarming battery out limit. Device alarmed after battery change. The batteries were out of the device for greater then allotted time. Customer was advised it was normal for device to alarm when batteries have been out for an extended period of time. Customer also stated the battery compartment was cracked. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for no delivery was not performed since it was resolved with a set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.